Event description:
Rptr writes: "the scars were in center of optic nerve and cannot be undone. There is no reason why it was done with laser this way except to experiment and find out how strobe reacts". "I still would like to know why this type of experimentation is being done on humans without their express consent and full knowledge and they are being tricked into compliance and consent." "I went to dr for rehab with my daughter until I got on my own again. "I don't understand why or what he did?" The dr also did laser work and was getting ready to do more serious work with the laser, I quit because he told me that the other dr had done nothing wrong after he told me he had. I still have my left eye."